Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set would not connect securely with the titanium adapter. This was observed when the overpouch was opened prior to use. The transfer set was replaced and the issue was resolved. There was no patient involvement. No additional information is available.